Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the serter would not hold the infusion set in place during insertion. The customer stated that she went through three infusion sets before one worked. Blood glucose level at the time of the incident was 471 mg/dl. The customer was advised that the serter would be replaced and agreed to return the product for analysis.